Event description:
It was reported that device does not grab the implant well. No patient impact.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes.' Product evaluation: one driver was returned for investigation.the unknown implant was not returned for evaluation. Visual evaluation of the as returned device identified that the placement driver tip was not physically damaged. Functional testing to recreate the reported event 'device does not grab the implant well' verified that the placement driver tip performed as intended. The driver engaged/retained/disengaged an in-house implant. A pre-existing condition was not recorded on the per form. Bone density type is unknown. The reported implant was located on an unknown tooth site and was used for an unknown amount of time. X-ray & picture evaluation: the customer did not provide any images for the reported event. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (biomet 3i dental implant IFU (p-iis086gi) rev j - 1/8/2022. Instructions for use for biomet 3i kits and instruments (p-zbdinstrp), rev e 1/4/2022. Information identified: warnings and precautions. DHR review (iipdtul): DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. Complaint history review (iipdtul): a complaint history review by item number was conducted for the (iipdtul) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Post market trend review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Based on the available information and functional testing, device malfunction did not occur for the placement driver tip and could not be verified for the implant. Therefore, the reported event was could not be verified.